Event description:
It was reported that the bleeding resolved overnight. Right heart failure did not exist prior to lvas therapy, but was determined to not be related to lvastherapy. The arrhythmia did not result in clinicla compromise. The patient had a history of atrial fibrillation. Respiratory failure was not determined to be related. It was noted that there was no infection. There was no clinical evidence of any specific infection and patient was only treated empirically with antibiotics due to an elevated white blood cell count.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for these events also could not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding, right heart failure, and cardiac arrhythmia. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and describes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. During these events, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists arrhythmia as a potential late postimplant complication. It also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the complete blood cell count (cbc) showed uptrending white blood cell (wbc) count to 13 thousand. Doxycycline was started of 100 mg orally every 12 hours and cefepime 1 g IV every 8 hours to cover empirically for pulmonary nodular amyloidosis (pna). The patient was afebrile with no cough or sputum, no localizing signs of infection aside from abnormal findings on chest computed tomography (CT). The patient had blood oozing from the femoral intra-aortic balloon pump (iabp). Bivalirudin drops were held and pressure was held. On (B)(6) 2021 a transthoracic echocardiogram (tte) with concern for right ventricular (rv) dysfunction. The patient was on dual inotrope support. The patient had respiratory failure where a chest x-ray resulted with mild edema and small pleural effusion. The patient was hypoxic on high flow. The patient was given inhaled nitric oxide. It was noted that the patient had elevated filling pressures on (B)(6) 2021. Lasix IV of 80 mg was given to drop central venous pressure (cvp) from 18 to the goal range of 8-10. The patient had atrial fibrillation with rapid ventricular rate (rvr) on (B)(6) 2021 earlier in the day. The patient was given amiodarone bolus and started n amiodarone drops. On (B)(6) 2021 a chest x-ray revealed persistent pulmonary edema with moderate left and small right pleural effusions. There was no internal change. It was persistent with atelectasis in the left lower lobe and right lung base posteriorly. The patient had a subtherapeutic international normalized ratio (inr) of 4.1 starting on (B)(6) 2021. Coumadin was held. Inr was uptrending to 4.6 on (B)(6) 2021. The patient finally reached and inr that was less than 2 on (B)(6) 2021. Coumadin was held in preparation for right heart catherization. The patient had a post-operative fever/leukocytosis from (B)(6) 2021 status post zosyn with improvement. White blood cell count was not rising again. The patient was currently afebrile. Follow up pan culture and zosyn was restarted on (B)(6) 2021. The right heart failure resolved without sequalae on (B)(6) 2021 and the leukocytosis resolved without sequalae on (B)(6) 2021.